Event description:
It was reported while using bd venflon¿ pro safety the cap fell off. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: from the ijsselland hospital we again receive the following complaint report from now another department regarding your article : the sealing cap falls off the venflon during insertion. Insertion. Consequences: an open connection occurs. Risks: contamination risk. For the lot number involved, previous complaints have also been sent in from the (B)(6) hospital and from (B)(6) 2x with you on april 13 and from (B)(6) on (B)(6) ;. This concerns your complaint number (B)(4).

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety the cap fell off. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: from the (B)(6) hospital we again receive the following complaint report from now another department regarding your article : the sealing cap falls off the venflon during insertion. Insertion. Consequences: an open connection occurs. Risks: contamination risk. For the lot number involved, previous complaints have also been sent in from the (B)(6) hospital and from (B)(6) 2x with you on april 13 and from (B)(6) on april 20 and 21 j;. This concerns your complaint number (B)(4) and (B)(4).